Manufacturer narrative:
Evaluation of the returned rhv revealed a functional accessory. Therefore, the root cause of the reported complaint could not be confirmed. During the functional test, while attempting to loosen and tighten the rotor cap, the cap popped off. The rotor cap was re-attached to the rhv body. The rhv was then plugged and pressurized with a syringe with air, while being submerged in decontamination solution and no air bubbles were observed. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system aspiration catheter 12 (cat12) and guidewire. During the procedure, the physician advanced a cat12 over a guidewire to the target vessel. Afterwards, the physician removed the guidewire and initiated aspiration. Subsequently, it was noticed that there was an air leak on the rotating hemostasis valve (rhv) of the cat12. Consequently, air was being sucked into the lightning aspiration tubing (lightning). Therefore, the rhv was removed. The procedure was completed using a new rhv, the same cat12 and the same lightning. There was no report of an adverse effect to the patient.